Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The unit was delivered to the customer on june 25, 2016. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: a malfunction of the op-amp circuit was surmised to have caused the phenomenon, no image with scope 180, since the subject device was manufactured before measures for the design changes were taken. Dr board design has been modified on april 16, 2018; a record of parts changing was checked for the phenomenon, the endoscope image failure with a combination of scope180. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint was confirmed as no image was observed when using test scopes (bfp180,gifh180,gifq180) due to a faulty dr board (patient board set). In addition, the unit was equipped with outdated software. The cause of the internal damage cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, no image was observed on the video system. The customer believes that the legacy scope was not working with the unit¿s coil connector. There was no patient involvement reported.